Event description:
It was reported to resmed (B)(4) that an stral ventilator's power supply unit (psu) was defective. There was no pt injury reported as a result of this incident. MFR # 3004604967-2015-00025.